Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture came off of the needle. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what does deflation mean? How many pull off occurred during this single procedure for this patient? Is the quantity of product involved of 36 does this mean it is to be in the quantity of product returned instead? Was the needle piece removed from the patient? What was being done when the needle pulled-off (removal from package / during passage through tissue )? Was the procedure completed successfully? Was there any adverse patient outcome? Will the actual sample be returned for evaluation? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? What is the procedure date? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed by a physician. What is the most current patient status? Can you identify the product code and lot number of the product that was used? The single complaint was reported with multiple events. There are no additional details regarding the additional events. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.